Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis clipping in the cecum, performed on (B)(6), 2009. According to the complainant, during the procedure, the clip grasped tissue properly but the clip would not release from the catheter. The physician pulled the clip off with some insignificant damage to the tissue. The clip released and fell into the patient. The physician did not make any attempts to retrieve the clip. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed off and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).